Event description:
It was reported that the right ventricular leadless pacemaker (rvlp) prematurely released from the delivery catheter after fixation during the implant procedure. The physician suspected a delivery catheter tether fracture, but this was not confirmed. No intervention has been performed at this time to resolve the event as the lp was successfully implanted. The patient was in stable condition.